Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, the first two staples had poor staple formation and the staple line was incomplete while the third staple was not fired properly and also had poor staple formation. Another cartridge was used to complete the procedure. There was no patient injury.